Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a starclose se after an interventional procedure. Reportedly, an unknown device failure occurred. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. As the name of the physician was not provided by the hospital, it is unknown if the physician has been trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.